Event description:
It was reported that an occlusion issue occurred with the mobi insulin pump, which led to eight alarms being triggered in one day. The customer's blood glucose levels remained relatively normal despite the alarms. Technical support advised proceeding with pump replacement, and the customer continued using the current pump until the replacement arrived.